Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-35 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that an alert was triggered due to noise/oversensing on the right ventricular (rv) lead. The patient received an inappropriate shock. Additional information was obtained from the nurse stating that the patient was having rotator cuff surgery and the use of a magnet and electrocautery during the surgery caused the shock. There was no product performance issue with the device or lead. The lead remains in use. No further patient complications have been reported as a result of this event.